Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their drive support cap came off. His blood glucose was unknown at the time of the incident but is currently 135 mg/dl. He said that the day after he got the pump, he dropped it and he was priming the pump when the bottom casing of the pump separated. The customer tried to super glue the pump and said that it worked for a week but now it is not. He was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.